Manufacturer narrative:
This report is for an unknown device / unknown lot. Part and lot numbers are unknown; UDI number is unknown implant date is an unknown date in (B)(6) 2018. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and / or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery due to a broken trochanteric femoral nailing system advanced (tfna) fenestrated screw and distal locking screw on (B)(6) 2019. Originally, the patient was implanted with the tfna due to a right proximal femur fracture in (B)(6) 2018. On an unknown date after the original surgery, the patient presented for treatment of non-union of right proximal femur. The threaded portion of the lag screw broke deep within the bone and a decision was made to leave it. Additionally, the distal locking screw was also found broken and a decision was also made to not retrieve the fragments. The nail and a majority of the lag screw were removed and replaced with an angle blade plate. The implants and specimens were sent to pathology for routine culture and rule out infection. However, the suspected cause of the non-union was a poor reduction from the original surgery. The surgery was successfully completed with no adverse consequence to the patient. Concomitant device reported: tfna nail (part # 04.037.158s, lot # unknown, quantity# 1). This report is for an unknown locking distal locking screw. This is report 1 for 2 (B)(4).